Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the french patient had developed an irritation under the lifevest garment. The patient's doctor gave him a cream. Follow-up indicated that the rash had healed.